Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician due to urine leakage. One month later, the patient had the artificial urinary sphincter (aus) replaced due to urine leaking when the patient coughed or picked up a heavy object, and a pad was used. The 5.0 cm cuff was replaced with a 4.0 cm cuff. Following the surgery, the patient was stable, improved and the event resolved. No pads were needed after aus implantation.